Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the event occurred during the the open appendectomy when device was applied on the appendix

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler failed to fire any staples. The surgeon used another stapler to resolve the issue. No patient injury.